Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl at the time of incident. The customer¿s current blood glucose level is 300 mg/dl. The customer did experienced symptoms of high blood glucose value such as headache. The customer also reported other blood glucose values such as 200 mg/dl. The customer was treated for high blood glucose with bolus. The customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.